Manufacturer narrative:
Additional information: d7, d10, g4, h2, h6, h10. As received, a partial lead (connector end) was returned in one piece measuring 23.2cm. The reported events of noise, lead fracture, low pacing lead impedance and low defibrillation impedance could not be confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion at 19.7cm to 19.9cm from the (connector pin/distal tip). The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 20178650-2020-06381. It was reported that the patient presented in the emergency room for resuscitation following an untreated episode of ventricular fibrillation that led to syncope. It was revealed that the patient had suffered a brain injury due to syncope. Upon analysis, it was found that the patient's implantable cardioverter defibrillator failed to administer high voltage therapy due to rapid battery depletion that resulted in the device being in power on reset back-up operation. It was also noted that both the pacing and defibrillation impedance of the right ventricular lead was low and out-of-range, and noise was being over-sensed by the right ventricular lead, confirming lead fracture. No intervention was performed. The patient expired while in critical care.